Event description:
It was reported to resmed that an astral device displayed error message (sf82) related to the alarm system and error message (sf148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs revealed an error message (180) related to a battery charger fault and an error message (sf188) indicating a safety assert system fault. Visual inspection revealed contamination within the device. The investigation results, and conclusions are not finalized at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error message (sf82) related to the alarm system and error message (sf148) related to the blower. Review of the device data logs revealed an error message (180) related to a battery charger fault and an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined sf148 and sf188 were due to contamination, sf82 alarm was due to super capacitor electrolyte leak, and sf180 was due to device operation in a temperature outside of the device specification. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).